Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problems (monitor is resetting) has been confirmed. Upon receipt the monitor was constantly resetting. When the sd card was removed, the monitor powered up with a service mode 108 (non-critical database error). After reinserting the sd card, the monitor powered up normally. The cause for the resets was likely corrupted files on the sd card. The root cause for the service code 108 and the corrupt files on the sd card cannot be positively determined. No adverse event resulted from the defective sd card. The pt received a replacement monitor.

Event description:
A (B)(6) male pt's wife called zoll customer support to report that his monitor was constantly resetting. The pt was issued a replacement monitor.